Manufacturer narrative:
Conclusions: based on the available information from the field a failure of the electronic circuit cannot be ruled out. To determine an exact root cause, further investigation on the device would be necessary. For the time being, the device remains implanted and in use. This is a combined initial and final report.

Event description:
The child is not reacting well while using the device and it has been reported that no art nor esrt measurements have been achieved. It has been planned to proceed with a further technical check with the clinic and med-el personnel in (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the received information, art measurements cannot be recorded on all channels due to clipping. The stimulation appears to work within normal limits as the in situ measurements do not show any abnormalities and the recipient reacts to stimulation during fitting sessions as well as parents notice reactions on surrounding sounds. The reason for the observed art measurement issues is unknown. A review of the device history record has been performed and everything appears to be within specification. To determine an exact root cause an investigation at the explanted device has to be performed. The device remains implanted and in use. Therefore, no specific root cause can be determined.

Event description:
As per initial information from january 2021, the child had not reacted well using the device, but this could also be related to other medical conditions which he has. Further technical check with the clinic and med-el personnel has been performed on (B)(6) 2022 and it had been decided not to proceed with reimplantation in the near future based on the performed measurements.